Event description:
Unit output surged while patient being administered muscle stimulator therapy and ultrasound. No further information available.

Manufacturer narrative:
We received the device, and determined the ultrasound board malfunctioned, and was replaced. See scanned pages.